Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). During processing of this incident, attempts were made to obtain complete device and information. Further information was requested but not received.

Event description:
It was reported that the patient underwent a repositioning procedure on (B)(6) 2023. No further information is available.